Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The low reservoir alarm functions properly. Device uploaded properly using carelink. Device had minor scratched display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 at 8 am due to a high blood glucose level of 450 mg/dl. The customer experienced symptoms related to her high blood glucose such as nausea and abdominal pain. The customer stated that her blood glucose was 250 mg/dl for the whole week. She also reported a scratch on the screen. The customer was assisted in troubleshooting for high blood glucose. The customer was alleging the insulin pump for under delivery. The insulin pump will be returned for analysis.